Event description:
It was reported by service report that the bed exit, scale and footboard were not working. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: footboard wiring.